Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient complained of purewick female external catheter was hurting as the size was too big. Representative advised that only carry one size. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via follow-up on (B)(6) 2022, it was reported that shortly after using the purewick female external catheter patient developed a urinary tract infection and the doctor put them on antibiotics to clear it up. It was also reported that patient got a yeast infection the doctor put them on a different antibiotic to treat it. Customer did not remember the antibiotics that they was taking. It was noted that the patient was currently not using those catheters.

Manufacturer narrative:
The reported event is inconclusive, due to representative sample (poor sample). A potential cause of failure is inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable. The device did meet relevant specifications. The product was used for treatment purposes. It is inconclusive whether the product caused the reported failure. One unopened female external catheters (wick) in unopened packages was returned. No visual abnormalities were noted on returned wick. The wick was inspected and found that there was a larger amount of space in the bottom of the catheter (sump area) than normal. The dimensions were taken and the wick met internal specifications. A test was done by assembling the returned wick to the in-house accessories and in-house device. The following value was found: 500 cc in 20 seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. " h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of purewick female external catheter was hurting as the size was too big. Representative advised that only carry one size. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via follow-up on 25mar2022, it was reported that shortly after using the purewick female external catheter patient developed a urinary tract infection and the doctor put them on antibiotics to clear it up. It was also reported that patient got a yeast infection the doctor put them on a different antibiotic to treat it. Customer did not remember the antibiotics that they was taking. It was noted that the patient was currently not using those catheters.